Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection of the device identified damage to the battery. During battery testing, the battery was found to be inoperative; the cause of this was unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.